Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "enlarged axillary lymph nodes, silicone-laden lymph nodes¿ and ¿concerned about baca.¿ this record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "enlarged axillary lymph nodes¿ and ¿concerned about baca.¿ this record is for the left side. Device remains implanted.